Event description:
A literature article published results of a study to investigate the surgery opportunity of cataract ultrasound emulsification excision for exfoliation syndrome combined cataract (xfsc) patients. The study included 53 eyes in varying stages of the syndrome with lens nucleus grade ranging from ii-IV. It was reported that the same "eye" may have more than one complication, therefore, this report represents the incidences of 1 eye that experienced narrowing of the anterior capsular membrane and intraocular lens dislocation. This is the fourth of five reports for the referenced literature article.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Kasimu, dilinu'ER. Surgical timing of phacoemulsification for exfoliation syndrome combined cataract. Xinjiang medicine 2013/vol. 43. (B)(4).